Manufacturer narrative:
Insulin pump received with error 63 in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio/vibrate anomaly/absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 266 mg/dl and the customer treated with the pump. It was reported that the high blood glucose was due to incorrectly calculating the amount of food intake which resulted in delivering a different amount of insulin than the one that was needed. Details regarding symptoms of their high blood glucose levels were not provided. The device will not be returned for analysis.